Manufacturer narrative:
On 02/08/2010, this event concerns a device that was manufactured and used outside the united states.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The click of the screwdriver was not heard in the ventricular position. Another device (same model) was implanted without any issue instead; even if a tight connection with leads had been confirmed.